Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, the pt presented with jaundice and probable mirizzi syndrome with a blocked common hepatic duct due to stones in the cystic duct. A common bile duct or cystic duct stone was noted under magnetic resonance cholangiopancreatography (mrcp). A 12-15mm balloon was advanced through the common bile duct in an attempt to retrieve the stones from the cystic duct. However, this was unsuccessful as it could not pass through the narrowing from the cystic duct into the common bile duct. Another attempt was made utilizing the lithotripter basket. However, this was successful as well. The physician thought that possibly the basket was unable to grasp a stone and upon attempting to pull the basket through the cystic duct, the basket tip detached and remained within the cystic duct. Attempts to remove the detached tip with a balloon were unsuccessful. A 10f stent was then placed into the common bile duct with good flow of bile with some purulence through the stent. The scope was then removed and the pt's condition was noted to be satisfactory at that time. The pt was transferred to another hospital for surgical retrieval of the remaining stones and the detached basket tip. The stones were removed without incident. However, tip could not be located within the pt. The physician felt that it was very possible that it may have already been expelled by the pt.

Manufacturer narrative:
Believed was passed via normal peristalsis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.